Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my life back each day that passes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device failure "1 crown failed". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and artificial crown procedure ("2 crowns"), experienced pain in extremity ("sores on my feet gone / sharp pains in my feet gone"), alopecia ("my hair is not falling out in globs anymore") and abdominal distension ("the pregnancy belly bloat is no longer") and was found to have weight increased ("nearly 80 lbs heavier"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and artificial crown procedure outcome was unknown and the pain in extremity, alopecia and abdominal distension had resolved. The reporter considered abdominal distension, alopecia, artificial crown procedure, medical device removal, pain in extremity and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added: weight increased. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my life back each day that passes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain in extremity ("sores on my feet gone / sharp pains in my feet gone"), alopecia ("my hair is not falling out in globs anymore") and abdominal distension ("the pregnancy belly bloat is no longer"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the pain in extremity, alopecia and abdominal distension had resolved. The reporter considered abdominal distension, alopecia, medical device removal and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: pain in extremity, alopecia, abdominal distension, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my life back each day that passes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device failure "1 crown failed". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and crown lengthening ("2 crowns") and experienced pain in extremity ("sores on my feet gone / sharp pains in my feet gone"), alopecia ("my hair is not falling out in globs anymore") and abdominal distension ("the pregnancy belly bloat is no longer"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and crown lengthening outcome was unknown and the pain in extremity, alopecia and abdominal distension had resolved. The reporter considered abdominal distension, alopecia, crown lengthening, medical device removal and pain in extremity to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: 2 crowns, 1 crown failed. Reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.